Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the hd programming stops intermittently. The stimulator shut off in the evening sometimes and would remain off until the next morning when they would check it in the morning. The action required as a result of the event was reprogramming. The patient was programmed with a 500pw and 500 rate and the amplitude was programmed below patient perception. The patient did have a history of dementia so they were unclear if the patient could be turning off the stimulator and not realizing it. There was less than 50% therapy relief. On (B)(6) 2015 it was noted that there had not been any further intervention with the patient other than additional education. The manufacturer representative spoke with the patient on (B)(6) and the battery level seemed to be depleting at a more consistent rate between chargers. If additional information is received, a follow-up report will be sent.